Manufacturer narrative:
Blank display and damage (out of box/package) not found during testing. No device problem found. The insulin pump passed the self test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their replacement insulin pump had a blank display the first time they inserted a battery. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. The pump had no physical damage and was not exposed to moisture. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.